Event description:
An optometrist reported that a male consumer initally experienced an ocular buring sensation upon instillation of lenses with use of ultracare neutralization tablets (nact) and disinfection solution. The following day when the pt rechallenged with product from the same lot he had the same experience and sought medical advice. The reporting eyecare specialist diagnosed first degree corneal erosion. As the pt suffers from aphakia and has no eyesight without corrective lenses he was unable to work for 3 days. Pt has recovered. The case was reported to the german moh, bfarm. Corrective treatment; treatment unk. Consumer was reported sick for 3 days.